Manufacturer narrative:
In may, regional service was informed that a small amount of air had been injected into patients right coronary artery. On 6/01/16 qa emailed service for information regarding the injector. Director of service for the service provider, responded that the injector's last service on this unit was in february 2016. He did not believe the air injection was due to a problem with the injector and the customer did not ask for a service check of the injector since this event. Unit remained in customer service.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
A small amount of air has been injected into right coronary artery. No injury or treatment was reported with regards to this event. Patient was born in (B)(6). No additional details are known.